Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of gastroenteritis, diarrhea, vomiting, fever, norovirus infection, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of gastroenteritis, diarrhea, vomiting, fever, norovirus infection, and swelling as follows: precautions for use ¿ "as a matter of general principle, injection of medical device is associated with a risk of infection." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...), which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. ¿ any other undesirable side effects associated with injection of juvéderm® volbella¿ with lidocaine must be reported to the distributor and/or to the manufacturer."

Event description:
Healthcare professional reported patient was injected to the lips with juvéderm® volbella¿ with lidocaine. Two months later patient wanted more volume and was injected to the upper lip for contouring and volume with juvéderm® volbella¿ with lidocaine. Initially there were no problems and patient had a beautiful aesthetic result. Eight months later patient developed "acute gastroenteritis with diarrhea and vomiting and fever (norovirus infection)." Within a few hours the lips swelled massively. When the gastroenteritis resolved, the swelling completely resolved within 48 hours. This is the same event and the same patient reported under MDR ID #3005113652-2016-00869 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection of juvéderm® volbella¿ with lidocaine, also a device manufactured by allergan.